Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was informed they could continue to use the pump. The caller was advised to call back if the issue happened again and confirmed their understanding.